Event description:
It was reported that the device¿s cassette latch sensor was defective. The event occurred during testing. There was no physical or customer damage, no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal, scratched lcd lens, and a cracked battery door. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the latch lock flex was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.